Manufacturer narrative:
Updated: h6 (investigation findings, investigation conclusions). Added: h6( type of investigation). Further investigation was performed by the engineers in the manufacturing site. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. It could be determined that the root cause is related to the product design. Corrective actions have been implemented, design change and a feasibility test will be performed in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint.

Event description:
As reported, after several days of use for monitoring in a 67-year-old patient treated for ischemic left sylvian avg, this thermistor manifold broke. The device was changed and the issue was solved. There was no blood loss and no air entered in the patient. There was no allegation of patient injury.

Manufacturer narrative:
One volumeview manifold was received by our product evaluation laboratory for a full examination. The report of "thermistor manifold broke" was confirmed. The luer connection for central venous catheter of volumeview manifold had been completely broken off. Cross surface of broken luer were rough and uneven. No other visible damage was observed from returned unit. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.